Event description:
It was reported that the patient presented with marked shortness of breath and low oxygen saturation of seventy three percent. The patient was placed on oxygen in the clinic and was admitted for work up to rule out amiodarone lung toxicity versus chronic obstructive pulmonary disease (copd). It was determined that the patient did not have amiodarone induced lung toxicity but rather a copd exacerbation with some additional fluid overload. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient presented with marked shortness of breath and low oxygen saturation of seventy three percent. The patient was placed on oxygen in the clinic and was admitted for work up to rule out amiodarone lung toxicity versus chronic obstructive pulmonary disease (copd). It was determined that the patient did not have amiodarone induced lung toxicity but rather a copd exacerbation with some additional fluid overload. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of copd. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorb idities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with medication.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of copd. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced acute hypoxemia related to dyspnea.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient and the patient's reported medical history, it was noted that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.